Manufacturer narrative:
Unit passed the displacement test, basic occlusion test and occlusion test. Unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test due to priming anomaly. No motor error alarm noted. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 230 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.